Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update. Manufactured date when available. Manufacturer's reference number (B)(4) has two complaints that are related to the same incident: MFR # 2029046-2018-01584 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter); MFR # 2029046-2018-01586 for product code m490007 (smartablate¿ system rf generator).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered an esophageal fistula requiring a surgical intervention. On post-procedure day 10, the patient returned to the facility via the emergency department x 2 reporting symptoms (unspecified). Two weeks post-procedure, endoscopy and computed tomography (CT) revealed an atrioesophageal fistula. Patient was transferred to the operating room to repair the esophageal lesion. Adverse event was classified as life-threatening. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the ablation catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Generator was set on power control mode. Power was limited to 25 watts on the posterior wall. Temperature cut-off was 40 degrees celsius. There is no further information regarding generator parameters and settings at the site of injury, as the precise location of the injury within the left atrium is unknown. Overall ablation time on the posterior wall was 12 minutes and 11 seconds. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as the precise location of the injury is unknown. Esophageal injury prevention measures included limiting power to 25 watts on the left atrial posterior wall and the use of an esophageal temperature probe. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
On 05/24/2018, the manufactured date for the smartablate generator was provided. Therefore, device manufacture date has been populated. On 05/29/2018, additional information was received clarifying sequence of events as follows: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered an esophageal fistula requiring a surgical intervention. On post-procedure day 10, the patient returned to the facility via the emergency department reporting symptoms (unspecified). There were no diagnoses or interventions reported. On post-procedure day 14, the patient returned to the emergency department a 2nd time. Endoscopy and computed tomography (CT) revealed an atrioesophageal fistula. Patient was transferred to the operating room to repair the esophageal lesion. Product evaluation details: the device was not returned as service was declined. The complaint was unable to be confirmed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No CAPA activity is required at this time. Similar complaints are monitored on a monthly basis. Manufacturer¿s ref # (B)(4).